Event description:
It was reported syringe 0.5ml 30ga 1/2in uf 10bag 500cs had foreign matter. The following information was provided by the initial reporter: "pharmacist stated, he noticed the clear liquid/foreign matter on needle."

Manufacturer narrative:
H.6. Investigation: customer returned (6) 1/2cc, 12.7mm, 30g syringes in open poly bags from lot # 1074125. Customer states that there is foreign matter on and coming out of syringe. All returned syringes were examined and 5 out of 6 samples exhibited about 2-3 units of a clear liquid in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 1074125. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch was opened for excessive silicone being put into the barrels. Several guns had air in the lines. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 0.5ml 30ga 1/2in uf 10bag 500cs had foreign matter. The following information was provided by the initial reporter: "pharmacist stated, he noticed the clear liquid/foreign matter on needle."